Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 185 cm. Vessel morphology was reported to be non-tortuous and non-calcified. It was reported that the device was inserted into the patient without a sheath, and the the device would not deploy. The reusable deployment handle was removed and cranked; no resistance was felt. Another device of the same size was inserted without a sheath and used to complete the case. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.